Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 pump is indicated for use with novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer is using off label insulin. Customer reloaded the same cartridge to resolve the issue. Customer¿s blood glucose level was 168 mg/dl.